Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A review of the event history log revealed evidence of air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was no longer in its received condition, and the opportunity to evaluate for the reported symptom was lost, a device analysis could not be completed. The device will pass all testing prior to returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.